Manufacturer narrative:
The customer had discontinued their service contract with beckman coulter (bec). The customer contracted their own biomedical engineer to perform services on the unicel dxc 600 pro sychron system analyzer. The customer does not know the failure mode of the event. Bec made repeated attempts to obtain information regarding the failure mode of the event, but the biomedical engineer did not response. The cause of the failure is unknown. There's not enough evidence to indicate the system has malfunctioned. This system is no longer in service contract with bec. All mandatory modifications performed by bec service engineer on the instrument are up-to-date. (B)(4)

Event description:
The customer contacted bec hotline on (B)(6) 2016 reported that their unicel dxc 600 pro synchron system generated erroneous ise (ion-selective electrode) patient results on (B)(6) 2016. The customer alleged that one patient was admitted to the hospital due to an erroneously high sodium (na) result. The customer confirmed that there was no impact to patient treatment. Controls (qc) were run before and after this event. Qc was out high after this event.